Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 9 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient admitted for gastrointestinal bleeding. The patient was intubated and admitted to the intensive care unit. It was reported that the bleeding was controlled and blood products were transfused. It was reported that a low flow alarm occurred. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented with fatigue, shortness of breath, pale skin, and low hematocrit and hemoglobin. It was reported that the patient had long standing gi bleeding that was not amendable to intervention. Many medication changes and adjustments were made. During this hospitalization, the patient received an emergent endoscopy, which showed severe ecchymotic hemorrhage in the stomach/upper gi tract not appropriate for cauterization/clipping. The patient's acc reversed and the patient received multiple transfusions.